Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was no picture during procedure. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned and will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by thermal damage to distal tip which damaged the internal electronics and resulted in loss of image. This failure mode was attributed to use error rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID_(B)(4).